Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the t:slim x2 user guide, ¿make sure you have not taken any medications containing acetaminophen (such as tylenol) to ensure you are getting accurate blood glucose values for calibration.¿

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 150 mg/dl, and the meter bg reading was 62 mg/dl. Reportedly, the customer had been taking medication, but did not believe the medication had acetaminophen in it. Customer discussed medications with a pharmacist to verify acetaminophen was not in the medications. No additional patient or event information was available. A root cause could not be determined.